Event description:
Puritan bennet 840 ventilator failed while in use. The unit shut off abruptly, was restarted and it shut off again. The unit was up-to-date on all pms and had approximately 7,119 hours on it. FDA safety report ID# (B)(4).